Event description:
Allegedly, patient started to experience pain in or around his left hip joint in (B)(6) 2019. Tests for cobalt blood levels drawn on (B)(6) 2020, showed an elevated cobalt level of 4.9 in the results received on (B)(6) 2020. On (B)(6) 2020, patient was diagnosed by dr. (B)(6) to have corrosion/metallosis wright medical femoral stem and recommended a revision surgery. On (B)(6) 2020, patient's left hip was revised, resulting in removal and replacement of the previously implanted conserve hip. The operative note from the (B)(6) 2020, revision procedure references: failed left total hip replacement with pseudotumor and metallosis.? It was evident at this point that the large pseudotumor, which had been diagnosed by MRI had tented the gluteus maximus. It measured approximately 4 x 4 cm. It was attached to the lateral proximal trochanter.? Significant necrotic capsule and tissue.? Corrosion extending from the head.?